Event description:
On 25th november 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the optic cracked during implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv toric rao210t batch: 045266467 showed that all manufacturing and quality checks were conducted successfully. The additional information received identifies that the surgeon experienced resistance immediately upon depressing the plunger. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The resistance experienced at the start of injection might suggest that the lens had become trapped; however, this cannot be verified. The device was returned dehydrated within the blister tray. Preliminary inspection of the injector confirmed that the flaps were firmly closed, and the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was subsequently disassembled, and all components were examined under 10× magnification. No damage or abnormalities were identified on any injector parts. The lens was returned separately in a vial. It was received in one piece; however, with part of optic and part of haptic broken off and missing, confirming the event as reported to facilitate test injection, the injector was reassembled and 1x rao600c from rayner's stock was loaded and injected as per the IFU, using ophteis bio 3.0% ovd. Injection was completed successfully with no resistance experienced, and no damage was observed to either the lens or the injector following the procedure. A toluidine blue 0.5% dye test was performed on the nozzle to assess coating integrity. No irregularities were detected. The root cause of the reported issue could not be established. Based on the product return inspection and functional testing performed, no fault was found with the rayone injector, and results confirm that the device performs as intended.

Event description:
On 25th november 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the optic cracked during implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv toric rao210t batch 045266467 showed that all manufacturing and quality checks were conducted successfully. The additional information received identifies that the surgeon experienced resistance imediately upon depressing the plunger. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The resistance experienced at the start of injection might suggest that the lens had become trapped; however, this cannot be verified. The root cause of the event cannot be established from the available information.